Manufacturer narrative:
Per tandem user guide: transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use longer than 3 months. No additional patient or event information was available. The transmitter was replaced to address the issue.

Manufacturer narrative:
B5.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use longer than 3 months. No additional patient or event information was available. Tandem customer technical support advised customer to replace transmitter.